Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via mw5092402), that a female patient underwent breast augmentation with a mentor siltex round moderate profile 275cc saline prostheses and experienced left sided breast pain post procedure. Additionally, the patient stated to have had aches and pains over the course of the past ten years, tightness, burning, and twenty-five other unspecified symptoms. The root cause of these issues has not been identified. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis. See 1645337-2019-10497 for contralateral prosthesis report.